Manufacturer narrative:
Date of event: unknown. UDI#: unknown since device serial was not provided. Serial number: unknown/not provided. Catalog #: a complete catalog number is unknown as the serial number was not provided. Expiration date: unknown as serial number was not provided. If implanted; give date: unknown/not provided. If explanted, give date: na (not applicable). There is no indication at the time of this report that the lens has been explanted. Device manufacture date: unknown as serial number was not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a male patient was scheduled to have symfony toric intraocular lenses (iols), model zxr00 explanted from both eyes on (B)(6) 2017 due to the debilitating side effects (intense halos, glare, cannot drive at night, headaches, shadows in the periphery, cannot perform his job as a carpenter and welder). The patient is not happy with his current condition and stated that he would gladly go back to wearing glasses if he could go back to before the surgery, only without the cataracts. It was reported that the doctor is planning to replace the iols with monofocal type. It was stated that the iols are causing the patient¿s eyes to over-dilate and his doctor prescribed an anti-dilation drop 3x/day, which the patient said it works pretty good, but gives him a 15-minute headache every time he puts them in. The patient commented he would rather have surgery again than using the drops every day. No further information has been received. This report captures the lens implanted in the right eye (od) and separate report will be filled for the lens in the left eye (os).

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.